Manufacturer narrative:
Alleged failure: oled monitor that came off its back plate and fell in an or during surgery. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be setup issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that oled monitor came off its back plate and fell in an or during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that oled monitor came off its back plate and fell in an or during surgery.